Event description:
On (B)(6) 2012, two ziv6-35-125-6.0-120-ptx (c775581) were placed in the left sfa. On (B)(6) 2012, ziv6-35-125-6.0-40-ptx (c772914), ziv6-35-125-6.0-60-ptx (c777742), ziv6-35-125-6.0-120-ptx (c778687) were placed in the right sfa. On (B)(6) 2013, the patient presented the hospital with leg pain. (B)(6) was below 0.50 on both legs and lameness and numbness were observed. On (B)(6) 2013, a 5 fr. Catheter (destination, terumo was inserted from the left brachial artery and restenosis in both lower limbs due to thrombosis was confirmed. A 2-20 mm balloon catheter (senri, terumo) was used to dilate the left sfa and ivus was performed. Then the physician re-ballooned the left sfa with a 5-100 mm balloon catheter (senri, terumo). When he attempted to dilate the right sfa using a 5-100 mm balloon catheter, a blood clot(s) traveled to the periphery and no blood flow was confirmed in the sfa. The left femoral artery was punctured to perform clot removal and the blood flow of the right sfa was restored. No more procedure was performed considering the risk to the patient. Recovery of the patient was confirmed on (B)(6) 2013.

Manufacturer narrative:
There were no zilver ptx devices of lot number c772914 in stock at the time of the complaint investigation. A document based investigation was carried out as the devices were not available for evaluation. The stent was implanted in the patient; therefore, is not available for evaluation. Angiogram images date (B)(6) 2013, were provided for this complaint and reviewed. The following comments were provided by med institute: "...the only imaging submitted for review is the re-intervention angiogram dated (B)(6) 2013. The right and the left stented region of the sfa are occluded beginning at the proximal margin of the stents in each leg with flow re-established distally via collateral vessels. Of note, the 3 stents in the right leg have no overlap. The 4 stents in the left leg have minimal or no overlap. Conclusion: without benefit of pre-procedure and procedural imaging it is not possible to determine if there were any pre-existing or procedural issues such as excessive stent oversizing, excessive oversizing of angioplasty balloons, vessel damage, existing thrombus, poor inflow or out flow or any untreated dissections that would contribute to the subsequent re-stenosis. There is evidence of minimal or no overlap of the series of stents placed in both legs. These potential spaces and gaps in the treated segments may have been factors in development of thrombus an stenosis...". It can be noted that according to instruction for use, the following instruction is provided: "if placements of multiple stents are required in a patient, to cover the length of the lesion, the following recommendations should be considered: ...stents placed in tandem must overlap to allow for complete coverage of the lesion". According to patient's pre existing conditions, the patient had known potential risk factors for thrombosis such a hypertension and smoking. These factors could have contributed to the thrombosis event. There might be also other anatomical factors involved that could have contributed to this event, however, no information was provided. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records revealed no discrepancies that could have contributed to this complaint. Based on the image review the customer complaint can be confirmed as both sfas were occluded. There was evidence of minimal or no overlap of the series of stents placed in both legs. These potential spaces and gaps in the treated segments may have been factors in development of hypertension and smoking. These factors could have also contributed to the thrombosis event. Recovery of the patient was confirmed on (B)(6) 2013. It may be noted that thrombosis and restenosis are known potential adverse effects as per instruction for use. Health risk assessment was initiated for stent thrombosis. Quality engineering assessed the complaint using the health risk assessment (hra) scale and the risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.